Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube. Additional related observation: the instrument was found to have a broken main tube approximately 37mm from the distal tip. A piece measuring proximately 3.5mm x 5.5mm was not returned with the instrument. The proximal clevis adjacent to this broken main tube was found dislodged. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm cadiere forceps instrument exhibited a 'dissolved tip'. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no thermal contact and no fragment remained in the patient.